Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported button error alarm and battery out limit alarm. The customer stated that he was not able to clear the alarm. Customer's blood glucose was 164 mg/dl. Customer could not recall any significant events leading to the alarms. Customer is advised to disconnect from his insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm, audio or beep anomaly noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump was unable to test for battery out limit alarm due to no button response. Insulin pump had minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.